Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or as additional information becomes available.

Event description:
It was reported that during a pre-use inspection, the endoscope displayed code e216 scope communication error. There was no patient involvement associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover had a chip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e216 (scope communication err) occurred, which lead to no image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.